Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap, and no blank display was noted. The pump passed all functional testing. No damage was found on the lcd isolation tape. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a stained end cap sticker and cracked battery tube threads. The drive support disk was normal and no damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 465 mg/dl. The customer reported the drive support cap is sticking out and it is about to fall out. Customer has never pushed on her drive support cap. The customer was advised the pump will need to be replaced. The customer was advised to follow their medically prescribed backup plan. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 446 mg/dl. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 446 mg/dl. The customer was advised to treat as per health care provider instruction.